Event description:
It was reported that there was ">" shape damage observed at the 52cm from the tip of the catheter body. There was also adhesive like material found at 62cm from the tip of the catheter.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The catheter body was found to have what appears to be a scrape 52cm proximal of the catheter tip. The scrape has also entered the thermal filament lead wire lumen. The catheter body has what appears to be adhesive (hard and clear) 62 cm proximal of the catheter tip.